Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient burn occurred during a procedure where this device was used. They were performing cauterization during the procedure that started at 7:30am. At about 2:30pm the anesthesiologist mentioned that the patient had emphysema. The console had an abnormal noise, so the venous access and plates were checked. It was found that the plate was wet and the patient had burns on the right arm in the same place where the venous access was. It was reported that the auxiliary performed a massage in the area since the distal part of the fingers were without perfusion. Plastic surgery was called in to perform a fasciotomy.